Manufacturer narrative:
Additional concomitant medical products: ddbb1d1 ICD; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. High and undefined rv coil and superior vena cava (svc) coil de fibrillation impedance was noted. The sensing integrity counter (sic) was increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.